Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the reported event was confirmed by the field representative. Replacement of the surgeon monitor resolved the issue. No further issues were reported. Analysis of the returned monitor confirmed the reported physical damage as the monitor screen appeared to have been physically impacted. Damage was only visible when the monitor was powered up. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system's surgeon monitor was cracked and would not show an image. There was no patient present when this issue was identified.